Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose (bg) level was 320 mg/dl. The customer loaded a new cartridge and delivered a correction bolus to address bg level. The customer will continue to use the pump for continued insulin therapy.